Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 322, but could not find a cause for the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate sys error 322 alarms.

Event description:
It was reported that a spectrum pump alarmed sys error 322 in the intensive care unit during set up. It was also reported that there was no pt injury.